Event description:
It was reported that the programmer experienced and error while interrogating a device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not reproduce the error, but an error was found in the error log. (B)(4) - had damaged cable with exposed wire and the label and rubber backing was missing. (B)(4) - failed electrical testing and was found to be out of specification.